Event description:
It was reported that the right ventricular lead had high impedance and a polarity switch occurred. Oversensing of noise was noted on episodes. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2003. (B)(4).